Event description:
The o.r. Team reported that a disposable electrosurgical pencil would not "turn off" when not in use. This was determined by the sound the pencil emits when in use. The pencil was impounded and the energy source was removed from service and taken to the hospital's clinical engineering department for inspection and testing. Clinical engineering reported that the energy source (valley lab) was tested and is safe to use.an o.r. Source reported that 4 other pens which had been taken from the same lot (of 9 pens) performed as expected without failure.====================== health professional's impression======================this was a potential adverse event. No harm was done to the patient.